Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station suddenly lost power. The device was cleaned out and rebooted, but the issue recurred. No patient or user harm was reported. The customer's device was returned to spacelabs healthcare for evaluation, and the reported issue was verified. The video card fan did not work, which caused the device to overheat and shutdown. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.